Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported that a patient underwent a hysterectomy with morcellation of a fibroid on an unknown date. The patient then developed sarcoma that spread all over her body and she died a year later. The investigation of this event is ongoing. At this time, it is not confirmed that the actual device involved in this event was an ethicon morcellator.